Event description:
An implantable pulse generator (ipg) system was returned from a funeral home with no information. Information identified in the manufacturer's data base indicated the patient died approximately four months post implant of the ipg system. A cause of death has been requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) system was returned from a funeral home with no information. Information identified in the manufacture's data base indicated the patient died approximately four months post implant of the ipg system. A cause of death has been requested and not be received. An implantable pulse generator (ipg) system was returned from a funeral home with no information. Information identified in the manufacture's data base indicated the patient died approximately four months post implant of the ipg system. A cause of death has been requested and not be received. An implantable pulse generator (ipg) system was returned from a funeral home with no information. Information identified in the manufacture's data base indicated the patient died approximately four months post implant of the ipg system. A cause of death has been requested and not be received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. Additional information was received. Information was received from the patient's cardiologist. The cause of death is acute pulmonary emboli. The patient decompensated after a right peripherally inserted central catheter was placed. The physician indicated that the device and death were not related, there was not an autopsy and the patient was not pacemaker dependent. The last interrogation was less than a month before the date of death and revealed normal device function. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.